Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Based on the escalation analysis a sensor replacement was approved due to system performance, and the device was requested for further investigation. Visual inspection and functional testing on the returned sensor did not identify any anomalies or malfunctions. Review of in vivo sensor data available in the data management system showed optical instability across all four channels during the timeframe associated with the reported inaccuracies. This failure mode could not be reproduced during returned product analysis testing. In some instances, conditions present in the body are not replicated under laboratory testing conditions. The root cause of the observed optical instability could not be determined but may be related to patient specific physiological or environmental conditions around the sensor hydrogel in vivo affecting sensor performance.